Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information indicated that the patient was presented to the hospital with pocket erosion. There were no additional adverse patient effects reported. This ICD was explanted.